Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with intraperitoneal (ip) vancomycin (2 gm, one dose only), ip cefepime (1 gm, one dose only) and ip cefazone (2 gm, for three weeks, frequency not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was discharged five days after admission and was recovered from this peritonitis event. At the time of this report, the patient was not retrained on the proper aseptic technique, however, the patient was scheduled for retraining. No additional information is available.